Event description:
It was reported that the pump touch screen was displaying a yellow line across the screen. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.